Event description:
Urology md (medical doctor) states only male patients with narrow urethra have the all silicone foley catheters which cause bleeding when being removed, due to balloon that does not deflate flat. Physician states this happens with all silicone foleys.